Event description:
Related manufacturer report number: 1627487-2024-07789. It was reported that during a lead revision surgical procedure on (B)(6) 2024 [related manufacturer report number: 1627487-2024-07544, 1627487-2024-07545], the left t12 and left l1 leads were cut at the anchor and the distal end of the leads remain implanted and connected to the ipg.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.